Manufacturer narrative:
Product ID 3889-33, lot# v887374, implanted: 2012-(B)(6), product type lead product ID 3037, serial# (B)(4), (B)(4).

Event description:
It was reported the patient was unable to adjust stimulation. A ¿call your doctor¿ icon was seen with an error code of 505. It was noted the code indicated the group list was deleted and the implantable neurostimulator could not be turned on. It was stated the patient wanted to ¿tweak¿ the setting to help with symptom control at night. The ¿doctor symbol¿ was received on 2013-(B)(6). Additional information has been requested, a follow up report will be sent if additional information is received.